Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's grip cable to be frayed. Small frayed strands was observed to be sticking out at the grips. Failure analysis investigation also found the following damages: the instrument's grip tip was corroded/contaminated. The grip displayed corrosion on the grip cable rail and the outer side of the grip. Failure analysis concluded that the corroded/contaminated damage may be due to improper cleaning. The instrument's main tube had scratch marks/abrasions. The distal end of the main tube had various scratch marks with light material removal. The scratches measured .236 - .037 in length and not aligned with the tube axis. The instrument's blades had mechanical indentations/burrs. The blades displayed several indentations on the edges that acts as a mechanical stop for the other blade when closing. Failure analysis concluded that the mechanical indentations/burrs damage may be due to mishandling/misuse. No other damage was found. The reprocessing instructions under cleaning, disinfection, and sterilization general information section specifically states: warning: read all instructions carefully. Failure to properly follow instructions may cause improper functioning of the device. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the frayed cable and/or various scratch marks on the main tube with light material removal found during failure analysis if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci hysterectomy surgical procedure, control wires at the tip of the mega suturecut needledriver instrument were frayed. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.